Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The representative checked the logs and showed that the 2d shots the user was questioning did in fact produce x-ray and shows up on the display. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that the system was unable to take 2d images. The site aborted imaging causing less than an hour delay in the procedure. No impact on patient outcome.